Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving baclofen (unknown concentration or dose) via implantable infusion pump. It was reported that the patient's pump was implanted in may and the pump "came back out of my body through the incision" and the pump was completely removed on or around (B)(6) 2021. The patient stated being on baclofen pills right now. Troubleshooting was not required. The patient mentioned that their healthcare provider said a new pumpwill be put in when the patient is completely healed from the recent pump removal surgery. Of note, the patient stated "it would be nice if that edge (of the pump) was rounded out so it doesn't protrude through your skin".